Manufacturer narrative:
(B)(4).

Event description:
The pt's heart rate was elevated when the stimulation was on. He has not had his heart tested with stimulation off at this time but will be going for more testing. He was disappointed that his device was not programmed to cycle. He often gets out of regulations (oor) as he tries to increase stimulation throughout the day. He was not able to adjust stimulation and the "call your doctor" icon displayed. Additional info has been requested.